Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lock syringe(s) were packaged ¿too narrow, therefore, after separation at the perforation line, sterility no longer guaranteed¿ and there is a ¿risk of contamination¿. The products were not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Six sample units were received for evaluation by our quality engineer team. Upon examination of the units, the blisters were observed incorrectly cut, causing the packages to open along one side. A device history record review was performed. DHR of lot 1711236 has been reviewed finding an annotation related to the alleged defect. During packaging process failure was detected in the chain which guides the film and paper along the packaging machine. Once detected, defective samples were rejected to scrap and mechanical team repaired the failure. We can confirm that the root cause of the non-conformance is related with the failure detected in packaging machine during manufacturing process of this lot. In accordance, we conclude that the root cause of the problem was related with a failure of the chain in packaging machine. Based on severity and occurrence no formal CAPA is required according to internal procedure.